Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Pump hw2360 and three controllers were returned to heartware for analysis. Review of the pump and controllers' manufacturing documentation confirmed that the devices met requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Con004463 and con186458 passed visual and functional evaluation. Multiple "controller fault" alarms were observed on controller con185844 in the two weeks leading up to the event date. Con185844 failed functional testing for "controller fault" alarms that were duplicated at bench level; however, this intermittent condition had no effect on the controller's ability to provide patient support, and would not have contributed to the reported event. The most likely cause of the "controller fault" alarms is excessive reverse voltage leakage current. An internal manufacturers investigation has been initiated. Functional testing of the pump revealed that the driveline and stators performed as intended. Post-explant independent pathology report demonstrates no evidence of compacted or organized thrombus within the pump and no indication of abnormal mechanical wear on the impeller or on the pump housing surfaces. No device defect or malfunction on the pump could be identified. However, a review of the controller log files revealed an "electrical fault" alarm on the reported event date. This condition indicates an intermittent electrical connection of the stators. Log files further revealed that the pump was unable to start on controllers con004463 or con186458. Visual inspection of the driveline outer sheath of hw2360 revealed multiple sheath repairs along its length. Review of the patient's historical complaints confirmed that the patient had two previous driveline sheath repairs (cmp-06341 and cmp-08668); the patient had used nails and electrical tape to temporarily splint the driveline cable prior to the repair by heartware personnel. Based on the information provided and results of device testing, the cause of the reported event cannot be established. Because that the pump failed to start with three different controllers following a controller exchange, the circumstances suggest an issue with the electrical integrity of the driveline. It is possible that previous trauma to the driveline and sheath repair performed by patient may have resulted in loss of driveline integrity, leading to an intermittent electrical connection, subsequent "electrical fault" alarm recorded in the log files, and inability of the pump to restart with multiple controllers. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to driveline trauma and result in partial loss of electrical continuity. Potential root cause could not be identified. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The replaced hvad remains implanted in the patient, therefore it will not be returned. However, the pump ((B)(4)) and controllers ((B)(4), (B)(4) & (B)(4)) are available for evaluation but have not been received. Additional information will be submitted with-in 30 days.

Event description:
This patient presented to the hospital for a controller exchange and the pump failed to restart. The exchange was required due to a "potential mechanical damage on port two". The patient initially tolerated time off-pump but complained of dizziness. Multiple controllers failed to restart the pump and after one hour without support the patient required reanimation and extra-corporeal life support (ecls). The patient underwent a pump exchange 24 hours later and was initially stable in the ICU with ongoing ecls. The patient expired two days after the exchange. Cause of death is unknown. Investigation is ongoing.